Event description:
(B)(4). In 2011 the doctor suggested essure due to my health of sickle cell. After two years of essure I would get very bed pelvis pain now today I get migraines, back pain, lower abdomen pain.